Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of six events for vasospasm. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are vista brite guiding catheters but the catalog and lot numbers are not available. A copy of the publication is attached to this report. This is one of two products involved with the reported event. The medical device reporting reference number for the other event is 9616099-2019-02887. As reported in the literature by moller-hartmann., w. Et al. (2003). Carotid artery stenting with and without cerebral protection report of 43 procedures. Rivista di neuroradiologia 16: 1327-1329. (B)(6); report six cases of vasopasm were observed during carotid artery stenting (cas) procedures with cerebral protection using an 8f or 9f vista brite tip guiding catheter for vascular access to the common carotid artery (cca). The guiding catheter was introduced via a transfemoral approach. The competitor's emboli-capture guidewire system was used as the cerebral protection. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter¿s basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported in the literature by moller-hartmann., w. Et al. (2003). Carotid artery stenting with and without cerebral protection report of 43 procedures. Rivista di neuroradiologia 16: 1327-1329. (B)(6); report six cases of vasopasm were observed during carotid artery stenting (cas) procedures with cerebral protection using an 8f or 9f vista brite tip guiding catheter for vascular access to the common carotid artery (cca). The guiding catheter was introduced via a transfemoral approach. The competitor's emboli-capture guidewire system was used as the cerebral protection.